Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 200cc mentor memorygel breast implant (left) and a 250cc mentor memorygel breast implant (right) experienced spontaneous bilateral rupture post procedure. The ruptures were diagnosed during explant. Explant without replacement was performed on (B)(6) 2021. See 1645337-2021-13840 for contralateral prosthesis report.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 200cc mentor memorygel breast implant (left) and a 250cc mentor memorygel breast implant (right) experienced spontaneous bilateral rupture post procedure. The ruptures were diagnosed during explant. Explant without replacement was performed on (B)(6) 2021. See 1645337-2021-13840 for contralateral prosthesis report.